Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing leak.update/correction to sections b4, b5, d9, g6, h2, h6 and h10

Event description:
Deflation resulting in explantation

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing leak.

Event description:
Deflation resulting in explantation.